Manufacturer narrative:
Product ID: neu_ptm_prog, product type: programmer.(B)(4).

Event description:
It was reported that the patient was getting "electric shocks" and was implanted "against her will." The patient would not state which therapy she had and then said she did not know which she had. The patient stated that she was "forced" to the hospital by the police department, "forced' into surgery with the "excuse" that she had "pancreas issues," and then came out with "pumps." The patient mentioned that "every time" she had "problems" with the neighbor upstairs the police sent her to the hospital "without any reason" and then "always" got sent to the surgery room "without permission." The patient stated the products were being "misused and she was being abused."

Manufacturer narrative:
(B)(4).